Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple users were intermittently unable to log in to pyxis, receiving authentication errors during active shifts, and the issue often resolved on its own within 1¿3 hours. A technical support specialist found that user account was active and not locked and assigned with 5 areas. Customer responded that user could login later but unable to find the root cause. Tss advised the customer to reach out hospital information technology (it) and later customer mentioned that hospital it team confirmed that it team did not manage maintenance or migrations for the corporate application, and the customer noted that user access was always correct and that rebooting stations did not resolve the problem. The issue occurred across different users and stations several times per week, including pharmacy staff, and required repeated ticket submissions. Tss advised checking for any system maintenance or migration activity that could cause irregular authentication behavior. Customer mentioned that might be a migration issue, need to engage identity services to investigate for a specific user. Since problem did not originate on the bd¿s side, the customer agreed to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, single user unable to access stations 'unable to authenticate'. Nurse used password to login but received error message. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.